Event description:
It was reported that the patient heard the pump alarming and went for a refill the next day. On interrogation it was noted that a motor stall had occurred. The patient was scheduled immediately for replacement due to "unrecovered motor stall that led to stopped pump". Drug infused included fentanly and baclofen. It was also stated that in the last 1 year the patient had had three mris and the motor stalls had recovered after each one. The last MRI was on (B)(6) 2011 which had recovered.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.